Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice return instrument test/evaluation (rite) test for volumetric accuracy. Functional test failed last fill test due to measurement of 189.1 ml (allowable range 330.0 to 365.0 ml). A temperature confirmation test was completed and passed specifications. A short therapy was performed successfully. A visual inspection of the door assembly revealed no problems. The assignable cause for the rite issue was undetermined; no failure or malfunction was identified that could have contributed to or were related to the issue. Device functioned normally and was sent to servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance specification (fluid volume accuracy testing). This was a rite test failure, and no patient was involved.